Manufacturer narrative:
UDI #: n/a .

Event description:
It was reported to philips that the device's etc02 pump was not functioning properly. There was no reported patient involvement/adverse patient impact.